Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: superion implant, upn: 101-9812, model: 101-9812, serial: n/a, batch: 800197.

Event description:
It was reported that during the implant procedure, two implants broke. The procedure was aborted. The devices will not be returned to the manufacturer as they were disposed of by the facility.